Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, the patient was revised to address adverse local tissue reaction secondary to metal on metal hip arthroplasty, left hip. Operative notes reported that there was a large pseudocapsular flap and upon developing it, a large effusion that appeared to be intra articular and a large adverse local tissue reaction that appeared to be largely contained in the capsule were noted. There was significant amount of periarticular granulomatous tissue and synovial tissue on the trunnion. The cup was found to be well fixed and there were some lytic changes posteriorly uncontained. There were also some lytic changes proximal in the femur uncontained. There was a large pseudo fill posteriorly, which was debrided. The stem was also well fixed. Head and liner were removed. Doi: (B)(6) 2009 - dor: (B)(6), 2018 (left hip). Please note that the patient has bilateral hip. Please see (B)(4) for the right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.